Manufacturer narrative:
(B)(4). Temperature probe.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the temperature probe displayed error message "999" which indicated a partially connected probe. The user reported no readings were obtainable. As a result, an alternative device was employed for the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a patient as a result of this event.